Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
The device's reporting status is changed to serious injury from malfunction due to surgical intervention to achieve resolution.

Event description:
Boston scientific received information that this recently-implanted cardiac resynchronization therapy defibrillator (crt-d) and the chronic right ventricular (rv) lead were associated with a remote monitoring alert for a high out-of-range pace impedance measurement.

Event description:
The patient subsequently was seen clinically. The device-lead connections were checked and found to be secure. The rv lead was then removed from the header, and a red film was observed on the terminal pin. The pin and header port were cleaned, and the lead reinserted. The ensuing measurements were normal and stable. Defibrillation threshold testing (dft) was successful. No adverse patient effects were reported.